Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p92-30 has a similar product distributed in the us, list number 7p92-21 / 31.

Event description:
The customer observed falsely decreased alinity I total psa result on one patient sample. The result matched up with the patient¿s previous result. However, multiple repeats generated consistently high results. The customer is questioning the initial result as incorrect. The following data was provided: initial result = 11 ng/ml repeat result on different analyzer (ai23185) = 90 ng/ml repeat result on another analyzer= 50 ng/ml the sample was repeated multiple times and the results remain high. Patient¿s previous result = 9 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I total psa result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search determined normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any related trends for the product for the complaint issue. Performance testing was completed using an in-house retained reagent kit of lot 41124fn00. All specifications were met indicating the lot is performing acceptably. The device history record was reviewed and did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Product labeling also states that for optimal results, serum specimens should be free of fibrin, red blood cells, or other particulate matter. Centrifuge specimens containing fibrin, red blood cells, or particulate matter prior to use to ensure consistency in the results. In addition, insufficient processing of sample, or disruption of the sample during transportation may cause depressed results. For optimal results, inspect all samples for bubbles. Remove bubbles with an applicator stick prior to analysis. Use a new applicator stick for each sample to prevent cross contamination. Based on the investigation, no systemic issue or product deficiency for alinity I total psa reagent lot 41124fn00 was identified.